Event description:
It was reported, a critical alarm occurred and was confirmed by telemetry. The pump was in a "safe state," and the logs showed there were multiple resets due to low battery. The pump was successfully programmed out of the safe state. The pt was not experiencing any symptoms. The pump was replaced. During the pump replacement, it was found that the catheter had fractured, so the catheter was replaced as well. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4).